Event description:
During review of programming history , it was noted that an incomplete systems diagnostic test was performed on (B)(6), 2005, which resulted in a setting change that was not seen until the following day on initial interrogation. The patient came in at settings of 1 ma, 20 hz, 500 microseconds, 30 seconds on, 60 minutes off, magnet: output current 1 ma, pulse width 500 microseconds, on time 30 seconds. Patient had previously been programmed to 0.25/20/250/7/1.8 mag 0.75/250/14. Setting were corrected to these setting on (B)(6) 2005.

Manufacturer narrative:
Analysis of programming history.